Event description:
It was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information that the system was replaced due to an inappropriate shock. There were no additional adverse patient effects it was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the system was replaced due to an inappropriate shock. There were no additional adverse patient effects it was reported that this patient had previous untreated episodes due to t-wave oversensing with noisy signals. The system was re-optimized at the time to a new sensing vector. The patient has been undergoing continuous troubleshooting to determine the most optimal sensing vector for their underlying condition. It was also noted that the patient had developed pericarditis. The patient's sensing vector was reprogrammed to primary. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.